Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system had a pump jam, then the power to the roller pump went down and lost the local display. It came back up, but happened again later in the case. The device was not changed out, as the unit was being used as a vent pump and finished the case with the roller pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.